Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Upon sensor removal, patient did not initially see the sensor wire. Patient reported that after inspection of sensor, the wire was attached to the adhesive. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).